Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that their administration set that leaked from the filter. They stated they discarded the tubing and restarted the infusion with a new bag. Mmd did follow up with the initial reporter and they stated that there was a small delay as they prepared a new bag and set but that the patient had not experienced any adverse effects due to the complaint. No further information was provided. [Complaint-(B)(4)].

Manufacturer narrative:
This device was returned to mmd for evaluation. A DHR review was completed and found no non-conformances. When the device was returned to mmd for investigation the filter was observed leaking.

Event description:
The initial reporter stated that their administration set that leaked from the filter. They stated they discarded the tubing and restarted the infusion with a new bag. Mmd did follow up with the initial reporter and they stated that there was a small delay as they prepared a new bag and set but that the patient had not experienced any adverse effects due to the complaint. No further information was provided. [Complaint-(B)(4)].